Manufacturer narrative:
Correction: e1 field: initial reporter fax updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. It was believed that the rv lead had a micro-dislodged. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. It was believed that the rv lead had a micro-dislodged. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.